Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tip of the crossblade dual edge shaver broke off in joint. All broken pieces were retrieved from the patient. There was about a 20 minute delay in the case due to surveillance x-rays.

Manufacturer narrative:
The device was not returned to stryker endoscopy as it was reportedly disposed of at the facility. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: tip broke off. Probable root cause: inadequate window profile. Inadequate welding process. Improper material strength. Inadequate size selected for the application. Material brittleness. Excessive force applied by the user. Incorrect rfid tag. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the crossblade dual edge shaver broke off in joint. All broken pieces were retrieved from the patient. There was about a 20 minute delay in the case due to surveillance x-rays.